Manufacturer narrative:
Device out of warranty; no request for manufacturers service. No further information received from customer.

Event description:
The customer reported that the ventilator would not boot up. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. Power failure due to loss of ac or battery power may result in shutdown of device during normal ventilation operation. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported the unit would operate on battery won't power on with ac power and the mains power led indicator was not lit. Pse advised the biomedical engineer evaluate the power supply and power switch to address the reported problem. The biomedical engineer reported the power switch was replaced but the unit would still not power on. The biomedical engineer reported the power supply will be replaced as advised. The biomedical engineer has been contacted for followup with no response received.